Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous ((B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016) and abortion in 2013. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this case (B)(4) was linked with the main case (B)(4) . Discrepancy in document attached, in document mentioned as 6th pregnancy case, but its 7th pregnancy case incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 37-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion in 2013, multigravida, multiparous ((B)(6)2002; (B)(6)2004; (B)(6)2010; (B)(6)2011; (B)(6)2012; (B)(6)2014; (B)(6)2015; (B)(6)2016) and pregnancy with contraceptive device. In (B)(6) 2011, the patient had essure inserted. In (B)(6)2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced six previous pregnancy episodes captured under the cases (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a 37-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016) and abortion in 2013. In january 2011, the patient had essure inserted. In february 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this case (B)(4) was linked with the main case (B)(4). Descrepancy in document attached, in document mentioned as 6th pregnancy case, but its 7th pregnancy case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.